Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A stoma site abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's son reported that the patient was hospitalized on (B)(6) 2021 due to an abdominal wall abscess. On (B)(6) 2021, the tubing was removed and a new stoma site was created for duodopa therapy. No further information about the completed diagnosis or treatment was available.